Event description:
On the 8th november 1999 a nellcor puritan bennett employee received info reporting an issue with a 760 ventilator. Customer stated that "the pt was set to a simv mode with a ramp type flow delivery. The ventilator was later witnessed to vary exhaled tidal volumes, shutdown (reset), and power back up again. It did this a total of three times and failed to come back on after the third reset." Customer stated that "the pt was supported by bag resuscitation and apparently suffered no adverse effect." This report is not an admission by mallinckrodt nellcor puritan bennett that the device caused or contributed to the event alleged in this report.